Event description:
It was reported that during a total abdominal hysterectomy, when taking down the cardinal ligaments the I-blade left the tracks. The surgeon used a scapel and scissors to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The device was received in good condition. The front I-beam pin was missing. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). The device was disassembled and the slotted knife was slightly deformed. The slotted hole was not large enough to allow the roller to fit through. Inside (concave) side appears to have come off first.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.